Event description:
It was reported that a device detachment occurred. Following cardiac stenting, the opticross imaging catheter was advanced for intravascular ultrasound examination to evaluate the degree of vascular infarction during the procedure. The catheter fractured into two sections at the bottom of the telescope section. The physician pulled out the broken end and another catheter was used to complete the procedure.